Manufacturer narrative:
The field service engineer determined there was a bent reagent probe and a rinse nozzle was sticking. The reagent probe was replaced and adjusted. The rinse nozzle was cleaned. A blank cell calibration was performed. Operational and mechanical checks passed. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Manufacturer narrative:
The serial number of the c503 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the cobas creatinine plus ver.2 assay on a cobas c 503 analytical unit. The sample initially resulted in a creatinine value of 9.87 mg/dl. The doctor questioned the result, so the sample was repeated. The repeat value measured on a second analyzer was 0.77 mg/dl. The repeat value was deemed correct.